Event description:
It was reported that a leak was found in the transfer set during use. The patient was using an alcohol based disinfectant to clean the transfer set. The patient got this transfer set approximately a month prior to the reported incident. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for lot number h12g18094 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition noted. The device was received for analysis. The evaluation is anticipated and upon completion of the investigation, if additional relevant information is obtained, a follow-up MDR will be submitted.